Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely and was therefore unable to obtain glucose readings. The customer experienced a loss of consciousness and received unspecified hcp treatment for diagnosis of hypoglycemia. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. The reported serial number 3mhl09cma11 was deemed invalid during extended investigation, section d-4 has been updated to unk. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. Ll pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely and was therefore unable to obtain glucose readings. The customer experienced a loss of consciousness and received unspecified hcp treatment for diagnosis of hypoglycemia. No additional details were provided. There was no report of death or permanent injury associated with this event.